Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot # n4l1459y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, a total of seven reloads of different types were utilized with the same stapling device, however when the last reload (60mm black reload) used on the lobe of the lung, the reload partially fired. Only partial closure wasobserved at the proximal portion of the lung. The mid-to-distal portions did not approximate adequately and remained unclosed. Additional suturing was required to fully close the affected tissue. The surgeon had to suture the non stapled area with sutures from another manufacturer. The surgical time was extended for 120 minutes as a result.

Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n4l1459y); unknown egia su, unknown endo gia sulu (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown) additional information: d3(MFR name, street 1, MFR city, MFR region and postal code), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. The e valuation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device experienced partial firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.